Manufacturer narrative:
One turnpike 135cm was returned to (B)(4) for evaluation. The catheter showed signs of biological contamination. The distal tip was severely damaged and a piece was separated. The separated piece was not returned with the catheter. The ptfe liner was exposed. This damage is consistent with the catheter rotating against resistance. The event description along with the returned product evaluation provided sufficient evidence to determine that the most likely root cause was damage during use. The ptfe liner was exposed and the distal tip was severely damaged. About a 1mm piece of the distal tip was separated. This damage is consistent with the catheter rotating against resistance. There was no lot number provided for this event, therefore, no manufacturing record review could be completed.

Event description:
Physician stated that he was using the turnpike on a cto in the lcx. He put the catheter through a guideliner and once he engaged the lesion he turned the catheter a few times and made some forward progress. He then backed the catheter up and then re-engaged the lesion a second time. He attempted to cross the lesion but couldn't. When he backed the catheter up after the second attempt he noticed there was a small piece of the tip which he believes sheared off. They were not able to retrieve this piece.